Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10338. The pt reported she feels warmth at the ipg pocket site 15-20 minutes into charging. The pt advised the warmth becomes very uncomfortable 20 minutes into charging. The pt described the warmth as topical, coming from the charger wand, not the ipg and is only felt while charging. In addition, the pt reported she has lost weight since being implanted in 2007 and is considering having the system explanted. The MFR recommended the pt contact her implanting physician to discuss the next course of action. On (B)(6) 2012, st jude medical (B)(4), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.